Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block post rapid pacing. The patient was temporarily paced and the rhythm returned to normal rhythm after pacing was discontinued. No adverse patient effects were reported at that time. Additional information was received that at six months post-operative the patient showed atrial fibrillation with left bundle branch block. Subsequently the patient was implanted with a permanent pacemaker. Conduction disturbances were resolved with intervention. The device remains implanted with no further adverse patient effects reported.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).